Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed 74mm from the terminal end. The investigation noted that it is unknown if all the pieces were received. The helix mechanism was in an extended position and dried blood was noted in the helix housing. There was residual calcification observed on the insulation, distal coil and tip/helix area. An x-ray determined that the coil conductor was fractured approximately 215-220mm from the terminal end. The fracture is consistent with cyclic fatigue. Laboratory analysis confirmed the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedances greater than 2500 ohms. The arrythmia logbook showed oversensed noise episodes which were treated with inappropriate anti-tachycardia pacing (atp). Additionally, inappropriate shocks were delivered. Subsequently, this lead was explanted and replaced. It was noted that throughout the procedure, the patient was hemodynamically stable. No additional adverse patient effects were reported. This lead is expected for return. The patient was later implanted with a new system. This device was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedances greater than 2500 ohms. The arrythmia logbook showed oversensed noise episodes which were treated with inappropriate anti-tachycardia pacing (atp). Additionally, inappropriate shocks were delivered. Subsequently, this lead was explanted and replaced. It was noted that throughout the procedure, the patient was hemodynamically stable. No additional adverse patient effects were reported. This lead is expected for return. The patient was later implanted with a new system.